Event description:
It was reported that the implantable neurostimulator (ins) hadn¿t worked in over a year and when it did work it had gone to the patient¿s stomach, but was supposed to be for the back and legs. The therapy was not helping. The patient had ¿worked with someone¿ on three separate occasions to get the device to work, but the stimulation would only go to the stomach, which the patient did not need. The patient¿s stomach was irritated by ¿it,¿ which caused the patient to throw up and have diarrhea. The patient had tried to use ¿the device¿ to turn the stimulation on, but the device would not turn on. The patient had ¿tissue¿ that was growing. The patient had been denied an MRI, replacement of the battery, and a device removal. The patient¿s workman¿s comp had denied the device removal as the patient¿s healthcare provider (hcp) had not agreed that the device was the problem. The hcp was noted to had said that the ¿injury that the patient had today had nothing to do with the patient¿s back.¿ the patient did not know what recent injury the hcp was referring to. The patient had been ¿walking and falling again¿ and was in a lot of pain. The patient had stated that the ins was ¿going to do something to her body and corrode.¿ the ins would ¿stick out¿ and would hurt and pull. If the patient would sit or lie down too long, the ins would make ¿it¿ sore. The ins was said to have reached end of service (eos) as the patient had been told that the ins would last for 7 years.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).